Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found the stop ring was coming loose, and the device would not run. It was further noted that there was an unknown liquid found internally. The assignable root cause was determined to be due to immersion and improper care. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the bearing sleeve of the large chuck with key device was loose. During in-house engineering evaluation it was found that the stop ring was coming loose, and the device would not run. It was further noted that an unknown liquid was found internally. The event was not reported to have occurred during a surgical procedure. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.